Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) and steerable guide catheter (sgc) were returned for analysis. During testing, while turning the cds m steering knob, a deflection of the steerable sleeve was observed in both the medial and posterior directions. While rotating and translating the cds handle, the shaft was observed to bending and deflecting in different directions. The cds blue alignment markers were found to be offset by 90 degrees; the sleeve key was found to be loose and was able to rotate around the steerable sleeve shaft. Therefore, the reported difficulty in positioning the steerable sleeve, and subsequently the clip, was confirmed. Further analysis of the cds inner device components found a bend in the actuator mandrel. Scratches were also observed on the actuator coupler. The reported failure to grasp the leaflets could not be replicated in the testing environment, as it was based on operational circumstances. In this case, based on the evaluation of the returned device, due to the troubleshooting maneuvers, the mandrel likely became bent, resulting in the difficulty translating / positioning the device. Advancement of the clip into the left ventricle then resulted in a loss of perpendicularity alignment to the line of coaptation, and subsequent failure to grasp the leaflets. As a result of the multiple grasping attempts, it is likely that the actuation of the clip resulted in the actuator coupler being scratched. During device testing, the steerable sleeve shaft was observed to be deflecting when the m/l knob was applies. Additionally, the sleeve key was identified to be able to rotate with respect the steerable sleeve shaft; therefore, it is likely that the sleeve steering issues identified were a result of the loose sleeve key. Based on an expanded investigation, a product issue related to the loose bond between the key and sleeve shaft appears to be potentially related to manufacturing. The key is bonded to the sleeve shaft using adhesive. It was determined that unintended heating of the bond area during secondary processing could result in a low rate of incidence of insufficient bonding between the key and the sleeve shaft. The following corrective actions were taken: the manufacturing documentation was updated to clarify the desired area of application of heat during the secondary processing step to avoid unnecessary heating of the key bond area. Awareness training was rolled out to production personnel on the failure mode and potential implications. A process aid was developed where the key bond area will be physically shielded from heat during the secondary processing step. A query of the electronic complaint handling database indicated there had been no similar incidents for the reported failure to adhere/bond or difficult to position for this lot.

Manufacturer narrative:
(B)(4). Event description continued: after using all possible maneuvers and 3 hours of procedure time, the mitraclip procedure was aborted as the patient had been under general anesthesia for more than 5 hours. No treatment was provided at this time and another mitraclip procedure is planned in about a month. The mixed mitral regurgitation grade remained at the preprocedure grade 4. There was no adverse patient effect and no clinically significant impact to the patient due to delay in the procedure. No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed as the clip delivery system was moving in an unusual manner while in the left ventricle. Unusual movement in the left ventricle has the potential to cause or contribute to patient injury. It was reported that a transseptal puncture was performed at an adequate height according to the abbott vascular guidelines for a mitraclip procedure. The mitraclip devices, steerable guide catheter (sgc) and clip delivery system (cds) were prepared strictly following the instructions for use. There were no problems straddling or with steering to the mitral valve; there were no anatomical challenges. However, when the clip was in the left atrium it could not be positioned medial enough to be in the center of the a2p2 segment. To try to position the clip medially, an unsuccessful attempt to curve the cds more than 90 degrees was made and the sgc steering + knob was turned to about 160 degrees. Three attempts were made to advance the clip into the left ventricle and more than 15 unsuccessful attempts were made to grasp the leaflets with the clip. Each time, the cds handle was translated to release any stored torque. However, while advancing the cds into the left ventricle, the clip was turning and losing the perpendicularity alignment to the line of coaptation. The clip was inverted and retracted back into the left atrium. During each readvancement back into the left atrium, the clip was gradually gaining height and was not able to go deep enough into the ventricle to be able to easily grasp both leaflets. Trouble shooting maneuvers were performed.